Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned or pictures provided were insufficient to perform visual or dimensional evaluations. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. The complaint was not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source, foreign: UK. The product has not been returned to zimmer biomet for investigation at this time. Attempts to retrieve the device are underway but to date no additional information has been provided. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: kne-unk-lps flex femoral size e; kne-unk-lps flex insert.

Event description:
It was reported the patient underwent a knee procedure on an unknown date. Subsequently, the patient was revised due to a tibial fracture. Due diligence is in progress for this complaint; to date no additional information or product has been received.